Event description:
It was reported to boston scientific corporation that a hedgehog sweeper brush was used during scope cleaning on (B)(6) 2020. According to the complainant, during scope clearing, the white ball tip of the brush detached and clogged the scope channel. Scope cleaning was completed using anther hedgehog sweeper brush. Reportedly, the scope was sent for repair and the tip of the brush was removed. There was no patient involvement with this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the device manufacture date. This is a non-sterile device with no expiration date. Block e1: initial reporter address (B)(6). Block h6: device code 1069 captures the reportable event of brush bristle detached. Block h10: one hedgehog brush was received for analysis. A visual analysis of the returned device found that the ball tip of the larger brush head was detached and not returned. No other issues noted. Based on the available information, it is likely that the ball tip became stuck in the scope. As the ball tip was not returned for analysis, it is unconfirmed whether the ball tip was out of specification. The complaint is assigned a probable cause of manufacturing deficiency. An investigation is in place to address ball tip size out of the upper specification limit. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots and a manufacturing review of the most probable lots did not identify any anomalies or deviations that could have contributed to the event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date. This is a non-sterile device with no expiration date. (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hedgehog sweeper brush was used during scope cleaning on (B)(6) 2020. According to the complainant, during scope clearning, the white ball tip of the brush detached and clogged the scope channel. Scope cleaning was completed using anther hedgehog sweeper brush. Reportedly, the scope was sent for repair and the tip of the brush was removed. There was no patient involvement with this event.